Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test due to prime anomaly. Device received with stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube lip, and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the battery cap could not be removed. Customer's blood glucose was 580 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.